Event description:
It was reported that on (B)(6) 2023, a 27mm epic valve was implanted in the patient. On (B)(6) 2026, a coronary artery bypass grafting (CABG) plus redo mitral valve replacement (mvr) was performed due to severe paravalvular leakage was present, resulting in severe mitral regurgitation (mr). The patient was reported stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.